Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient list was not displaying under all available patient's window after a station upgrade. A technical support specialist was unable to dial in the station, and the option was greyed out. Then, the field service engineer started the maintenance service to restore patient loading, installed rss version 4.12 and the latest component manager, and pushed eset via remote support services. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es amhonc all available patients list was empty and was not displayed any patients. However, end users were able to locate patients by performed a facility search on the same station. The area build, area assignment, and department codes were confirmed to be correct. This issue was noted after the station was recently upgraded from version 1.5.2 to 1.7.4, and the user requested verification to determine whether a configuration or setting may not have been enabled during the upgrade to allow patients to display in all available patients window. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.